Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v into patient's eye and noticed the lens was torn at the haptic/optic junction. The surgeon cut the lens in half to remove it without enlarging the incision. The surgeon replaced the lens with another model lens. No patient injury.

Manufacturer narrative:
Evaluation:a visual inspection of the returned product shows the lens optic is torn in half and one haptic at the optic junction is torn off. There is clear and reddish surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.